Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, the cartridge did not fit onto the pump properly. Customer's blood glucose level was 167 mg/dl. During troubleshooting with tandem technical support, the malfunction alarm was cleared. The customer successfully re-installed the same cartridge onto the pump. Reportedly, the customer completed the load process and resumed insulin delivery.